Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances within normal limits. Upon review, technical services (ts) found that at implant procedure the patient with this electrode was not able to be induce in four attempts and this could be related to a suboptimal s-ICD system position. The ts indicated that the s-ICD operation appears to be normal and the cause for the gradual increase in shock impedance is assumed to be due to physiologic factors and not device performance and provided troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: code replaced in h6

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high impedances within normal limits. Upon review, technical services (ts) found that at implant procedure the patient with this electrode was not able to be induce in four attempts and this could be related to a suboptimal s-ICD system position. The ts indicated that the s-ICD operation appears to be normal and the cause for the gradual increase in impedance is assumed to be due to physiologic factors and not device performance and provided troubleshooting options. This electrode remains in service. No adverse patient effects were reported.